Event description:
It was reported that during the implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system, the electrophysiology physician did not attach the syringe to the sheath during insertion of lead. Additionally, the lead advanced and retracted multiple times without using the sheath. Once the lead was placed, clean signals through the analyzer and once connected to the device were observed. Once the xiphoid incision was closed, air was observed through the can and inappropriate sensing of noise was noted. A possible setscrew problem was suspected and high undefined impedance noted. The procedure was completed and patient closed with leaving therapies turned off. The following day, noise dissipated. Two days later, both air and noise was gone, the device was turned on, and the patient was discharged. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl011345v); product type: 0264-lead-hv; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.